Manufacturer narrative:
The lead was returned due to infection. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for system extraction due to pocket infection and pocket erosion. It was noted that the patient had a chronic, non-healing ulceration associated with an infection in the left shoulder. The ulceration initially healed with prescribed antibiotics but later recurred. Discontinuation of antibiotics resulted in lead erosions, and the leads were observed to extend into the area of ulceration, suggestive of chronic infection. The entire system, including the implantable cardioverter defibrillator (ICD), the right ventricular (rv) lead, right atrial (ra) lead, and the left ventricular (lv) lead, was explanted from the left subclavicular area and reimplanted with a new device in the right subclavicular area. The patient was discharged.